Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture and turned off. The customer's blood glucose was 338 mg/dl at the time of incident and it was treated with manual injections. The insulin pump turned on and received multiple pump error alarms, the keypad went unresponsive and the display went blank immediately. The customer inserted a new battery and cleaned the battery cap but the insulin pump did not turn on. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is not expected to be returned for analysis.